Event description:
While prepping for an outpatient port placement, I discovered fingerprints on the bowl within our sterile angio pack. The pack was discarded. Scm operations manager, operating room supervisor, and ir clinician were notified. Pt code: 4580. Device codes: 1120, 1421. Reference report: mw5176372.